Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, when repositioning the essence screw it was so hard to move the head of the screw it became fixed and hard to remove after several trials the screwdriver got broken and the screw head broke too. Injury: revision of the screw in l5.